Event description:
The customer stated that there was a catheter tip shift between the carto rmt system and the stereotaxis system. It was reported that the catheter would be displayed in two different positions on the two systems. No patient injury was reported, but there is potential for patient injury if the shift occurs without alerting the operator owing to ablation in the incorrect region of the heart.

Manufacturer narrative:
It has been recommended that the physician discontinue the ablation procedure if 2 map locations are visible on the systems.